Manufacturer narrative:
Submit date: 8/13/2018 the incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
Per customer: on (B)(6) we had one of our 1.9 fr single lumen piccs get a leak about 1 mm below the hub connector. The PICC had to be replaced.